Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for magnesium and triglycerides for one (1) patient sample assayed with magnesium reagent and triglycerides reagent on a unicel dxc 600i synchron chemistry analyzer. The erroneous magnesium and triglycerides results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges at the time of the event. The customer reported that the magnesium and triglycerides assays were repeated for the patient sample on their other unicel dxc 600i synchron chemistry analyzer. The repeat assays yielded lower results for both magnesium and triglycerides.

Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse observed that the sample mixer station had a pinched o-ring causing carryover from the cc sample mixer. The fse replaced the wash station. The fse verified the repairs per established procedures including performing a carryover test. This MDR is related to MDR 2050012-2012-00506 which has been reported.